Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found that the dso sensor was damaged, and the reported failure was confirmed. The dso sensor and dso seal were both replaced to address this issue.

Event description:
It was reported that the pump was alarming cassette was not attached properly during testing. There was no patient involvement. Evaluation of the returned device identified a damaged downstream occlusion (dso) sensor, and a detached dso seal.